Event description:
Pt had l4-5 "eggshell" pedicle subtraction osteotomy with t10-s1 revision instrumentation fusion. Six months later pt returned to surgery and had thoracolumbosacral revision, posterior fusion. At time of surgery, a broken titanium rod was found and removed.